Event description:
It was reported via a medwatch report (mw5172995) that a patient implanted with an impella pump decompensated. The medical staff and the patient's family decided to withdraw care and the patient expired.

Manufacturer narrative:
A1 is unknown. Product details are unknown in section d4. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.